Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/16/2020 h.6. Investigation: a complaint history check was performed and this is the 5th related complaint for needle clog on lot # 9085939. Customer returned (3) open 4mm, 32g pen needles without the tear drop label in a shelf carton from lot # 9085939. Customer states that the needles were clogged. All returned pen needles were examined and two exhibited a bent non patient end of the cannula. The remaining sample exhibited a broken non patient end of the cannula. Both of these issues could prevent insulin from flowing through the cannula properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. See h.10.

Event description:
It was reported that 4 pn 32g 4mm 5b xtw easyflow la were unable to deliver insulin/medicaiton. The following information was provided by the initial reporter: caregiver informs that her father who uses the bd ultra-fine easy flow 4mm needles for insulin application. She mentioned that he always buys 4 boxes at once and that in the last box that was in use, the patient noticed in 4 applications that needles were clogged we asked if he performs the flow test and the caregiver did not know whether he does this test or not but we advise that every application is necessary to perform the application test because she was not with him at the time of application, the patient does not reuse needles and rotates.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 pn 32g 4mm 5b xtw easyflow la were unable to deliver insulin/medication. The following information was provided by the initial reporter: caregiver informs that her father who uses the bd ultra-fine easy flow 4mm needles for insulin application. She mentioned that he always buys 4 boxes at once, and that in the last box that was in use, the patient noticed in 4 applications that needles were clogged we asked if he performs the flow test and the caregiver did not know whether he does this test or not but we advise that every application is necessary to perform the application test because she was not with him at the time of application, the patient does not re-use needles and rotates.